Event description:
It was reported the patient had an infection. The pump was being used to deliver morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical product: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).